Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #13 (type IV bone). Primary stability was achieved. Osseointegration was not achieved. A ridge and sinus augmentation was performed on (B)(6) 2012. The clinician states that the pt developed a post op infection. The implant was removed on (B)(6) 2012, due to an infection. Medical history: no significant findings.